Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Date of event was unable to be obtained through good faith efforts. Aware date was used.

Event description:
It was reported that the patient underwent a surgery to replace an artificial urinary sphincter (aus) cuff due to erosion. Previous cuff was removed and replaced. No patient complications were reported in relation to this event.